Event description:
Company representative reported, "patient had irretractable nausea and vomiting for an extended period of time. Surgeon agreed with [the patient] that lap-band should be removed." Device was explanted.

Manufacturer narrative:
(B)(4). The product associated with this report was sent to a hospital's pathology department and will not be returned for analysis. Based upon the partial implant date provided by the reporter, the connector type is either a taper ii or rapidport ez strain relief. Nausea and vomiting are surgical/ physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No additional information has been reported to allergan regarding the serial number or the implant date. Device labeling addresses the reported event of vomiting and nausea as follows: "nausea and vomiting may occur, particularly in the first few days after surgery and when the patient eats more than recommended."